Event description:
A report was received that the patient was not receiving adequate stimulation and the lead showed high impedances. The physician could not confirm if there was lead fracture or a problem with the ipg. The patient will undergo a lead revision.

Event description:
A report was received that the patient was not receiving adequate stimulation and the lead showed high impedances. The physician could not confirm if there was lead fracture or a problem with the ipg. The patient will undergo a lead revision.

Event description:
A report was received that the patient was not receiving adequate stimulation and the lead showed high impedances. The physician could not confirm if there was lead fracture or a problem with the ipg. The patient will undergo a lead revision.

Manufacturer narrative:
The patient had a nondevice related weight loss. Additional information was received that the patient underwent a revision procedure wherein the leads and clik anchor were replaced. It was determined that one of the leads was fractured. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model #: sc-1110-02 ,serial #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 14838025, description: next generation anchor kit-sterile. Additional information was received that the patient was also experiencing pain over the midline incision site and the lead hardware was tender. The patient also had back pain which appeared to be secondary to lead anchors.

Manufacturer narrative:
Additional information was received that x-ray was taken which revealed no fracture on the lead.

Event description:
A report was received that the patient was not receiving adequate stimulation and the lead showed high impedances. The physician could not confirm if there was lead fracture or a problem with the ipg. The patient will undergo a lead revision.